Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level varied from 205-280 mg/dl and it was addressed with a bolus via the pump after insulin delivery was resumed. It was noted that the customer was sick and the customer was unsure if that was cause of elevated bg level. System check could not be performed with tandem technical support as the occlusion alarms were not occurring at the time of the report. Reportedly, the customer would continue to use the pump until replacement pump is received.